Event description:
Additional information received from the consumer reported that the cause was not determined and that it was possibly the electrodes but unlikely. Device removal was pending.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for the past 6 months or more they have been having problems. Caller stated that their right side of their body seemed like they were getting paralyzed but then the sensation switched from the right side to the left side. Caller added that their arm is just getting numb and they don't know what's going on. Caller noted they felt the same thing going down their leg. Caller saw their neurologist who did an x-ray and sent them to a specialist. Caller went back to see the neurologist who told them they were having a problem with the stimulator and to call the manufacturer. Caller mentioned they have a bad back so they thought they were going paralyzed or something. Caller also noted that for a while now they've been having a burning sensation up their neck at the top of their neck like it's on fire. Caller said this morning when they turned over on their side it seemed like an electric shock and they had to straighten up really fast. Caller turned the stimulation off and the burning continued. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.